Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Customer reported, the system would not display an image on the left monitor. No pt injury was reported.

Manufacturer narrative:
The reported sensing anomaly experienced in the field was confirmed in the laboratory. Analysis found insulation abrasions from the inside out at 7.0 cm from the helix under df-1 rv coil. Both is-1 proximal cables were exposed and both etfe insulations were abraded in this area. The damage found in the proximal coil's insulation could cause the reported sensing anomaly.

Event description:
It was reported that noise was intermittently being sensed which led to inappropriate hv therapy. The lead remains implanted.